Event description:
It was reported that patient presented with syncope due to ventricular oversensing. The oversensing was initially reproduced with isometrics, but not with pocket manipulation. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.